Manufacturer narrative:
Since this event resulted in a serious injury, it is reportable per 21 cfr part 803.

Event description:
Patient reported their teeth alignment is off. They visited their dentist and provided a letter of recommendation. In the letter the dentist states the patient has an anterior edge to edge occlusion after clear aligner treatment. This bite will be destructive to enamel and incisal edges of anterior teeth. The dentist requests to correct with proper 1mm overbite and 1mm overjet anterior occlusion.

Manufacturer narrative:
A DHR review was conducted with no discrepancies noted.